Manufacturer narrative:
The customer's reported measurement mapping issue was corrected by merge healthcare and validated by the customer.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016, a customer contacted merge healthcare and stated that all proximal aortic arch measurements are being reported as distal aortic arch measurements and distal aortic arch measurements are being reported as proximal aortic arch in the clinical reporting tool. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. There is no indication that any patients have been harmed as a result of this measurement mapping issue. (B)(4).